Event description:
During a meniscal repair of a posterior tear of the meniscus using an ipsilateral approach, both ts deployed without issue. As the surgeon was tightening down the suture, the knot locked up and the suture broke. The suture was cut free and the ts remain in the patient. A delay of forty-five minutes took place. The repair was completed with zone specific instrumentation. No patient injury or complications resulted.

Manufacturer narrative:
Device is not being returned for evaluation.